Manufacturer narrative:
The returned device was evaluated. Visual inspection revealed cracks on the back of the device and a dent on the led screen. The device was verified to be operational and able to obtain readings, however values were not clear due to the missing led segments. Internal inspection revealed no circuitry damage, but found an open circuit across two nodes on the instrument board preventing the display from illuminating all led segments. The customer complaint was duplicated. A service history record review reveals the device has been in the field for over (5) years with no previous reported issues related to this event. (B)(6).

Event description:
The customer reported left segments of lower line was not displayed. No patient impact or consequences were reported.